Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer attempted to change the battery on her insulin pump and the pump would not turn back on. Her blood glucose was 600 mg/dl. She stated she treated with insulin and knew what caused the high blood glucose level. Customer stated after goign through three different battery packs, the insulin pump finally powered up and alarmed with battery out limit. Nothing further reported.